Manufacturer narrative:
Product complaint # (B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that the patient underwent dental surgery on an unknown date and suture was used. It was reported that the thread cut itself several times and the needle pulled off. There was a delay of 15 minutes in the procedure. No patient consequences.

Manufacturer narrative:
(B)(4). Date sent to the FDA: (B)(4) 2018. The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot.